Event description:
The sales rep reports a hosp in this area began using depuy one bone cement in 2002. They also use a davol brand re-infusion drain in total knees. They report pt experienced a sudden loss of blood pressure after receiving one unit of reinfused blood in 2002. Pt was sent to ICU and did recover.